Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette was leaking from the supply line close to the homechoice door. This event occurred during fill 1 of peritoneal dialysis (pd) therapy. The patient was connected at the time of the event. Renal therapy services (rts) assisted the patient with ending therapy and removing the supplies. The patient would restart therapy with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.